Manufacturer narrative:
The pump was received with intermittent act and up button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. The pump was received with very loud vibration sound during self-test due to the adhesive bond not adhering on vibrator motor. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 170mg/dl. The customer states the act button is unresponsive. The customer states it sounds like there is rattling going on inside of the pump. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.